Event description:
Report received of a patient becoming sedated while the pump was in use. The customer could not recall the medication being delivered or the pump settings. Reportedly, the pump gave an audible alarm with an unspecified message. When the nurse went into the patient's room, she inquired whether any family member had been pushing the patient pendant. The family did not answer the nurse's question, but responded saying, "the pump did something". The "something" was not identified by the family. The patient was reported as being "sleepy, but not more then expected". The patient received an unspecified dosage of narcan as a precautionary measure and the pump was discontinued. A replacement pump was then utilized for the pain management therapy. Though requested, there is no further information available.